Event description:
During premature ventricular contraction procedure, the catheter was unable to be removed from the patient and the procedure was cancelled. When the deflection was locked in place the catheter appeared out of shape. The catheter became prolapsed in the patient and could not be straightened. The catheter was unable to be removed from the introducer due to its orientation so the catheter and sheath were removed together and the procedure was cancelled since access was lost. There were no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter shaft outer diameter met specifications; however a fracture in the shaft was noted. The catheter no longer met specifications for deflection in either direction due to the fracture in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the patient removal difficulty remains unknown. The cause of the fractured shaft is consistent with damage during use.